Event description:
Information received indicates the hi/low function runs down when the hi/low up function switch is pressed.

Manufacturer narrative:
The technician found a stuck relay on the motor control board. The technician replaced the motor control board to repair the bed.